Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor. The motor passed motor test. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
It was reported that the insulin pump alarmed motor error. Blood glucose value is 13 mmol/l. Nothing further reported.